Manufacturer narrative:
(B)(4). The homechoice (hc) was received and investigated. The reported issue was not confirmed. Device was fully tested and calibrated during evaluation. The device was determined to working like intended during the evaluation. A cause was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A service history and event history reviews revealed that no issues were identified that may have contributed to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed should any significant supplemental information become available

Event description:
A nurse contacted baxter (B)(4) to report that while a patient was performing therapy, the patient's daughter touched the patient and reported having an electric feeling.